Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a distal portion of a stent delivery system (sds) was returned for analysis without a stent. The shaft had been broken at the wire exchange port and only the section of the device distal of the break site was returned including the wire exchange port, the shaft polymer extrusion, balloon and tip. The section of the device proximal of the break site including the mid-shaft, hypotube, strain relief and manifold was not returned. The balloon was reviewed. There was no stent on the balloon. The balloon was severely bunched. A guidewire was returned stuck within the guidewire lumen of the shaft polymer extrusion. A visual and tactile examination of the shaft polymer extrusion revealed shaft polymer extrusion bunching. The shaft was broken at the guidewire exchange port. The portion of the device proximal of the break site was not returned. Examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 2.50 x 16mm synergy stent was advanced for treatment. The stent was successfully deployed. However, it was observed that the device was hard to pull back enough that the shaft broke within the guide catheter and the middle part came out. The guide catheter, wire and the remaining piece of the catheter was completely removed completing the case. No patient complications were reported and the patient's status was fine, great prognosis, no problems.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 2.50 x 16mm synergy stent was advanced for treatment. The stent was successfully deployed. However, it was observed that the device was hard to pull back enough that the shaft broke within the guide catheter and the middle part came out. The guide catheter, wire and the remaining piece of the catheter was completely removed completing the case. No patient complications were reported and the patient's status was fine, great prognosis, no problems.